Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. The cause of the reported condition could not be determined; however, the most likely cause for the damaged products was an issue with handling during shipment. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one case of 1000ml evacuated containers was received with damaged products. The damaged products were discovered upon delivery prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to h6 and h11: h11: a shipping evaluation was performed, and damage during handling was observed. The reported condition was verified. The cause was determined to be related to shipping and distribution. Should additional relevant information become available, a supplemental report will be submitted.